Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. - per the cartridge instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the cartridges had been in use for more than 3 days and the customer reused insulin in the cartridges. Tandem technical support educated the customer regarding cartridge labeling guidelines. Reportedly, customer changed the pump supplies multiple times to resolve the issues and resume insulin therapy. Customer's blood glucose level was 120 mg/dl.